Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Revision total hip replacement: head and liner change for infection washout of hip. Hip revised for instability several weeks ago - revised previously for instability and possible periprosthetic fracture.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no devices were received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.